Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced a low blood glucose value of 41 mg/dl. The customer state the insulin pump suspended on low and was not able to turn it back on. The customer states he does use the auto mode feature. The customer declined troubleshooting. The insulin pump will not be returned for analysis.